Event description:
A customer reported an issue with the pump's touchscreen responsiveness, indicating that the screen responded slowly or required multiple taps. There was no adverse impact on the customer¿s blood glucose level. Customer technical support educated the caller on the pump's task prioritization and provided best practice tips for interacting with the touchscreen, which the caller understood and acknowledged.